Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert sounded for high impedance, and a possible fracture was noted on the right atrial (ra) lead. There was also inappropriate functioning of the mode switch due to oversensing, and failure to capture due to high thresholds on this ra lead. Oversensing with noise was also noted on this lead when the patient raised their left arm up and rotated. The ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.